Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. At 2:00am, the patient's wife noticed that the patient was seizing and administered the patient with two glucose gels and one glucose shot (15g). About an hour later, the patient's condition improved. The patient indicated they did not hear a low alert on the receiver prior to having a seizure. When the patient contacted dexcom technical support (ts), data from the receiver was downloaded and it was discovered that the low alert was set for 60mg/dl and vibrate only. It was found that the patient's blood glucose reading never fell below 55mg/dl and was only sending out vibration alerts, per their settings. The device was operating as intended. The patient was educated by dexcom ts and the patient confirmed that they needed to change their alerts. At the time of contact, the patient was doing well. No additional patient or event information is available.